Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left posterior tibial artery. A .014 ht command guide wire (gw) was advanced to the target lesion without issue and a non-abbott intravascular ultrasound (ivus) catheter was advanced over the command guide wire. During removal of the command gw for re-shaping, resistance was met, so both the command gw and ivus catheter were removed together, as a single unit. While trying to re-shape the command gw outside of the anatomy, the tip of the guide wire separated. A new gw and ivus catheter were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.